Manufacturer narrative:
The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
H3 other text : device not yet returned.

Event description:
The manufacturer received information that there was no flow in the customer's everflo device. The customer also stated that it was an out of box failure. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.